Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the reporter (daughter) for the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high compared to a another meter (ultra 2). The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue first started on (B)(6) 2016, 11:30am. It was claimed that the patient obtained an alleged inaccurate high result of in the 198mg/dl on the subject meter compared to 67mg/dl on the other device, performed more than 30 minutes apart. The reported time difference of greater than 30 minutes makes this comparison invalid for the purpose of determining an inaccuracy. The reporter stated that the patient takes insulin (no adjustments) to manage his diabetes and took an unspecified amount of insulin as a result of the alleged product issue. The reporter stated that 1 hour after the alleged product issue began the patient developed the symptoms of "blurred vision, dizzy, sweating and weakness." The reporter stated that the patient self-treated the symptoms by consuming some orange juice and chocolate. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and an approved sample site was used to obtain the results. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient claims to have obtained inaccurate readings on the subject meter, altered their medications based on the alleged results, and reportedly experienced symptoms suggestive for an acute complication of diabetes.